Event description:
A report was received that the patient would be explanted due to the device not working properly after a non-device related surgery.

Manufacturer narrative:
A returned product analysis indicated that the device passed all photographic, visual, mechanical and electrical tests. The complaint of loss of stimulation due to a previous surgery was not confirmed. Device exhibits normal device characteristics. Therefore, the reported complaint was not duplicated or confirmed.

Event description:
A report was received that the patient would be explanted due to the device not working properly after a non-device related surgery.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: unk, serial#: unk and unk model description: unk the explanted leads were not returned to bsn because they were discarded by the medical facility.